Event description:
It was reported that the patient died due to problems with the device. The balloon was deflating, and the patient was microaspirating, which contributed to the death. According to the caregiver, the patient aspirated multiple times, ultimately resulting in death by bronchoaspiration caused by a cannula obstructing the airway.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
G1 - contact office zip code corrected; h4 - device mfg date corrected correction - as no device is available to be returned for evaluation. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed. Due to fact that cuff leak was observed after placement it is probable that reported failure occurred during the tracheostomy procedure and contact with a sharp edge. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
This supplemental report was generated to correct initial report emdr-71037. Sections b1, b2, b5, h1, and h6 have been updated. No patient harm or adverse event was reported. The investigation is awaiting return of the product. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by a caregiver that the device balloon was not fixed, it was just fitted. There was patient involvement and no reported harm.